Manufacturer narrative:
The igs brainlab universal poly driver was returned for evaluation. Visual inspection found that the fracture occurred at the driver¿s distal tip. Optical imagining found evidence of a quasi-static torsional failure. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however there is evidence that the driver was subjected to a torsional overload likely due to higher than anticipated forces during use in a procedure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I went through the expedium universal navigational set that I inherited from the previous rep and noticed the screwdriver had a missing tip on it. Catalogue # 2797-34-000n was the screwdriver.